Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini-drawers 1.8, 1.10, and 1.12 failed. A field service engineer (fse) identified that several mini engines in the middle row were not latching properly due to a popped release lever. The fse repositioned the lever to restore proper locking, removed and cleaned the mini engines, and verified all components were functioning correctly. Diagnostics were run, and the customer confirmed normal operation in the application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, mini drawers 1.8, 1.10 and 1.12 were failed and pharmacy unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.